Manufacturer narrative:
A hypoglycemia event requiring emergency evaluation was reported by the user¿s clinician. Multiple attempts to obtain additional event details or confirm device status were unsuccessful, and no device malfunction has been identified based on the limited information available. A follow-up MDR will be submitted if further details or device evaluation results become available. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On (B)(6) 2025 the user¿s clinical support team reported that on (B)(6) 2025 the user experienced hypoglycemia, but no bg value was provided. No information regarding user actions prior to emergency evaluation was available despite follow-up attempts. The user was taken to the emergency department for evaluation, but no information regarding treatment, hospitalization status, discharge date, or discharge condition was provided despite follow-up attempts.